Event description:
It was reported that catheter removal difficulty was encountered and stent migration occurred. The target lesion was located in the left main (lm) artery. A 5.00 x 12 synergy drug-eluting stent was deployed for treatment. However, when balloon was deflated it was not able to be retracted into the guide catheter. The balloon became stuck in the distal end/opening of the guide catheter. The entire guide catheter was then removed and a new one was inserted. It was then noted that the deployed stent was no longer in the lm and was found to be in the iliac artery upon computerized tomography (CT) imaging. The patient was okay and no further patient complications were reported.